Event description:
It was reported that when a physician was using a complete se peripheral stent system to treat a lesion in a patient, deployment difficulties occurred. No patient injury or other sequelae were reported for the event.

Manufacturer narrative:
Evaluation: results: device or procedural images not provided for review, limited information received for the event. Evaluation: conclusion: limited information received for the event, device or procedural images not provided for review. (B)(4).